Manufacturer narrative:
Root cause: bent k-wire lead to delamination and or breakage of bone screws. K-wire most probably bent during use in case. Explanation: the package inserts (IFU's) were revised to include warnings against using bent-k-wires in the "warnings", "precautions" and "instructions" sections. A change to a stiffer k-wire was implemented. Initially it was determined the event was not reportable. On a subsequent re-view, it was determined this event should have been reported. Device eval: returned k wire was visually inspected- confirmed as bent. Two returned screws were also visually verified as delaminated. Stiffness testing showed no significant trends.

Event description:
Two 30 mm slx implants were attempted to be implanted. Both devices experienced thread delamination. All pieces were retrieved. Surgeon changed .035" k-wire and realized it was bent. Surgeon replaced wire and implanted third device without incident.